Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 33-year-old caucasian female patient underwent a primary breast augmentation surgery with a 425cc mentor memorygel breast implant. Post-operatively, the patient experienced baker grade IV capsular contracture of the right breast, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
On december 12, 2022, mentor received the device for evaluation. On december 14, 2022, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that the breast implant was found to have a tear on the posterior view, measuring approximately 5.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On november 30, 2022, mentor received additional information. The patient was replaced with a 425cc mentor memorygel breast implant. Manufacturer's reference number: (B)(4).